Event description:
Procedure: resection. Reportedly, the gun became jammed while firing and could not be retracted or opened. Had to be removed by widening the excision. No further pt injury reported.